Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it indicates that the nozzle had foreign objects was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. As noted in b5, foreign material was found present in the nozzle. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.